Event description:
The customer called philips because a device error displayed. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4). Customer evaluated device.